Event description:
The facility reported an infusion pump with failure code 812:02. Information was not provided regarded whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: device evaluated on 01/22/2007. Failure code 812:02 was confirmed. The device was returned unrepaired, per customer request, due to estimate refusal.issues associated with failure code 812:02 will be addressed in the colleague deployment program. At the time of this report, review of trending revealed a positive trend (decreasing occurrence) for the reported failure code 812:02. An initial medwatch and follow-up medwatch #1 were sent in error under MFR. Report # 1423500-2007-00047. All of the data contained in the initial and follow up medwatches for MFR. Report #1423500-2007-0047 are contained in this initial medwatch.